Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Additional product codes: mnh, mni, kwp, nkb. Date of implant reported only as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date reported only as (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history records found that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing location: 22-aug-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to two 6.0mm titanium (ti) hard rods that broke postoperatively.the surgeon indicated that this was due to not healing and having a nonunion. Initially, the patient had a t10-l4 posterior spinal fusion in (B)(6) 2015 with synthes universal spine system (uss). At an unknown point in time, the patient broke both rods. The patient heard or felt a pop in the area of the rods. The failure was confirmed by x-ray at an unknown time. It is unknown if the patient had symptoms related to the event. It is unknown about patient activity or if there were any contributing factors leading to the failure of the device. The exact point of breakage of the rod is unknown. It is also unknown the size of the uss screws cranial and caudal to the break. During the revision the surgeon easily removed and replaced both rods with new rods. All fragments were retrieved. No further intervention was required. The surgeon also used new nuts and collars to connect the rods to all the screws. The procedure was successfully completed. The patient was reported after the procedure stable. Concomitant devices reported: uss screws (unknown part and lot numbers) quantity: 4, collars (unknown part and lot numbers) quantity:4, nuts (unknown part and lot numbers) quantity:4. This complaint involves 2 devices.